Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: bed lost power. An ophthalmic technician reports that in between eyes for the same pt, the bed stopped moving. Surgery had been completed successfully on the pt's right eye, but when they attempted to move the bed into position for the left eye, the bed would not move. The pt was having a prk procedure on both eyes. The epithelium had not been removed on the left eye nor had the cornea been prepped. After a short delay, and pressing the button on the joystick, the power came on, the surgery was initiated and completed without any further interruptions.